Event description:
((B)(4)). The dentist reported that 4 months after the implant was installed in intra-oral region # 15 it was verified its non-osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed.